Event description:
A customer reported a cartridge fit issue. There was no adverse impact to the customer¿s blood glucose level. The customer declined a follow-up with customer technical support, and no further information was obtained about the outcome of the event.